Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing was observed on the atrial channel of the pulse generator during an instance of intrinsic atrial fibrillation. No patient symptoms were reported. Automated sensing settings were reprogrammed to static values and the patient would continue to be monitored.